Manufacturer narrative:
Soft reboot resolved issue; no further action taken. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an intermittent issue with wired and wireless footswitch on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.